Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8023613; medical device expiration date: n/a; device manufacture date: 01/23/2018. Medical device lot #: 8025589; medical device expiration date: n/a; device manufacture date: 01/25/2018. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe 10cc s/t wos sterile water bns contained oily foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018 , previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: 18 loose 10ml assembled syringes with tip caps were received and reported to be from batch # 8023613 , 8025589 (B)(4). The samples were visually evaluated. Bag 1 identified with flex lot #60102787. Nine syringes filled to full scale with clear liquid. Seven syringes had a clear label attached to their barrels lengthwise. One syringe had 2 labels attached at an angle and one syringe had no label. The labels were attached to the barrels to varying degrees ¿ some mostly attached, while others only partially. Seven syringes were observed to have small transparent patches of foreign matter on the barrel, one spot per barrel. The label detachment observed occurred regardless of the presence of the foreign matter in the vicinity of the labels. Bag 2 identified with flex lot # 60102788. Nine syringes filled to full scale with clear liquid. All syringes had a label attached to barrel lengthwise. Five syringes were observed to have small transparent patches of foreign matter on the barrel, one spot per barrel. Labels were only partially attached to barrel surface regardless of the presence of the foreign matter in the vicinity of the labels. The foreign matter appeared to be nearly invisible under normal conditions and only presented visibility under a specific light angle and use of magnification. The foreign matter appeared to reflect several light wavelengths and had an overall oily appearance, the foreign matter was previously identified to most likely be small amounts of silicone residue. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Additional label to barrel adhesion testing was performed. The labels were used to test adhesion to the product to reproduce the defect observed in the samples. Samples were collected from the same machine that is used to manufacture the complaint batches. Samples were collected at 3 steps: after assembly, after printing step but prior to assembly, and prior to printing step from shunted bag that arrived from molding. 1. After assembly setup: 3 syringes were identified with the same type of small silicone foreign matter marks on the barrels. A sticker was applied to each barrel overlapping the silicone spot. The sticker was pressed down hard back and forth 3 times. Result: after 10 minutes the stickers remained attached with little sign of peeling around the edges. After 24 hours the stickers remained attached with little more sign of peeling around the edges. After 72 hours the stickers remained attached with little more signs of peeling around the edges. 2. After printing but prior to assembly setup: no silicone present on barrels. 3 barrels were chosen and stickers were attached, pressing down hard back and forth 3 times. 3 more barrels were chosen and stickers were attached with only one press in one direction without additional follow-through pressing down. The sticker appeared fully attached. Result: 3x barrels: after 10 minutes the stickers remained attached with little signs of peeling around the edges. After 24 hours the stickers remained mostly attached with signs of peeling all around the edges. After 72 hours the stickers remained mostly attached with more signs of peeling all around the edges. 1x barrels: after 10 minutes the stickers remained mostly attached with signs of peeling around the edges. After 24 hours the stickers remained mostly attached but showed signs of peeling all along the longer edges. After 72 hours the stickers are attached along the center lengthwise only with long edges substantially peeled off. 3. Prior to printing* *only 48 hour testing was done. Setup: no silicone present on barrels. 3 barrels were chosen and stickers were attached, pressing down hard back and forth 3 times. 3 barrels were chosen and stickers were attached with only one press in one direction without additional follow-through pressing down. The sticker appeared fully attached. Result: 3x barrels: after 10 minutes the stickers remain attached with little signs of peeling around the edges. After 24 hours the stickers remained mostly attached with signs of peeling around the edges. Note: one sticker was placed at an angle and angled corners peeled off. After 48 hours the stickers remained mostly attached with signs of peeling all around the edges. 1x barrels: after 10 minutes the sticker remained mostly attached with signs of peeling around the edges. After 24 hours the stickers were mostly attached with more signs of peeling visible around the edges. After 48 hours the stickers were mostly attached with clear signs of peeling around the edges. Conclusion: it appears the stickers edges peeled off regardless of silicone presence on the barrels. The peeling was observed worse so on barrels that only had single press application of the sticker vs triple-pressed stickers, indicating that application of the sticker played a big role in how much peeling was going to occur. Edges peeled off in all of the cases tested, though to a varying degree, including unassembled print-only barrels that contained no silicone and even no print barrels that have not gone through the print/assembly process at all. Furthermore, the well-pressed stickers onto siliconized barrels with the silicone foreign matter presence showed fewer signs of peeling than the single-pressed barrels on no-silicone barrels. This strongly suggests that the reported adhesion issue is related to the stickers¿ precise application process and possibly even adhesive material and does not appear to be related to the presence of small amounts of stray silicone patches. Upon further testing, root cause was not confirmed to be related to the manufacturing process and not related to the reported foreign matter. Therefore the defect is not confirmed. Cleaning frequencies have been set for the assembly dials in the assembly machines. The importance of cleaning frequency and thoroughness has been reaffirmed by the manufacturing supervisor and quality department to all responsible personnel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ syringe 10cc s/t wos sterile water bns contained oily foreign matter. No serious injury or medical intervention was reported.